Manufacturer narrative:
Reported event: an event regarding infection involving an unknown mako knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification details, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported via the stryker facebook page, "had a mako partial knee; complete disaster." Additional information received, "I had it done in february, my patella broke 4 weeks later then I had a joint infection that my surgeon tried to deny (thank goodness for infectious disease drs). I¿m guessing he didn¿t want to report a post op infection so he didn¿t get dinged by you guys. I was not a good candidate for robotic surgery and the protocols around it but he pushed it. Now I have 7 screws and mesh holding my patella together and am holding my breath waiting for the infection to possibly rear its ugly head again since he refused to open my knee and flush it out."